Event description:
Boston scientific crm received info that the right ventricular lead had intermittent loss of capture at 3.5v @ 1ms and the lead exhibited noise with isometrics and pocket manipulation after 1.7 months in svc. The lead was electively explanted and will be returned for analysis. The lead was extracted without issues. No adverse pt effects were reported.